Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device was returned to the factory for evaluation on 02/25/2025. An investigation was conducted on 3/13/2025. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. The device did not turn on during the pre-cautery test. No further testing was conducted due to the device having no power. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. The lot # 3000442955 history record review was completed. There were (02) ncmrs rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that the vasoview hemopro 2 jaws did not activate when the blue toggle was pulled back to ligate a branch. Cord changed and the issue persisted. New device opened and used without issue. Power setting on the generator was 3. There were no power supply issues. Cord was swapped and the issue persisted. No patient harm. No delay in the surgery.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.